Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned device revealed that core wire and coil wire were both broken off at 25mm from distal end due to rotational force. Coil wire was elongated and locally twisted before breakage. Plastic polymer jacket over the coil was found stretched and also broken over the elongated coil wire lot history review revealed no anomaly relating with the reported event. With the outcomes of the investigation, it is inferred that the guidewire tip was trapped in the heavily calcified lesion, where rotational manipulation might be applied and its force might be accumulated to the core wire, resulting the breakage of core wire and elongation of the coil and covering plastic polymer, then the breakage of the coil wire with elongation and twist followed. All the shipped products are inspected for meeting the product specificatons and shipping criterial, based on the information reviewed, there is no indication of a product deficiency. IFU warning section describes: if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged.

Event description:
Reportedly, patient had amputation history for his leg under the knee, however due to late recovery, ppi procedure to cto lesion at sfa was suggested and performed. Subject guidewire was reportedly advanced retroactively from popliteal artery with a support by microcatheter, however during the manipulation of the guidewire, twisting deformation and breakage at the distal area was noted with the guidewire. Broken fragment was fixed against the vessel with a stent. Physician commented that the tip of the guidewire was badly trapped in the calcified vessel.